Event description:
While doctor was moving shavers in and out of stryker transport cannula, it was noted what appeared to be one of the inner threads broke off and into pt. Surgeon removed broken piece and inspected cannula for other breaks/defects/etc.